Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
Device #2 of 2: reference MFR. Report: 1627487-2016-04573. It was reported the patient could feel her stimulation on her temple rather than her eye. X-rays were taken and confirmed the lead had migrated. The patient underwent surgical intervention on (B)(6) 2016 where the right supra-orbital lead (off-label use) was repositioned. Stimulation was restored and issue has been resolved.